Event description:
During a routine dressing change, the patient was rolled on their side and the nurse reported that the ventilator began to alarm. A therapist was outside the room and entered and observed that the device changed from pressure support to cmv. The therapist corrected the settings; however, later chose to replace the ventilator. No patient injury.